Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead was unable to implant. Further information was requested however, was not provided.